Event description:
It was reported that the insulin pump alarmed errors. The blood glucose reading was 216 mg/dl. The caller did not recall when the alarms occurred and the customer did not remember receiving the alarms. The relationship of caller with customer was not specified. The caller stated that the customer was having trouble downloading the insulin pump data. There was no battery in the device and the caller confirmed that she did not put or remove the battery in the device prior to training. Upon troubleshooting, it was found that the insulin pump passed the self test. Advised discontinuation and replacement of the device. Nothing further reported.

Manufacturer narrative:
Insulin pump passed displacement test and unexpected restart error test. Insulin pump was monitored and functioning properly. No signal too low alarm and no unexpected alarm noted. Insulin pump confirmed a software alarm at alarm history file due to corrupted history file. Insulin pump unable to upload carelink due to corrupted history file. Insulin pump had no cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.